Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing low draw during use. No patient impact was reported. The following has been provided by the initial reporter: on the morning of on (B)(6) 2023, the nurse was using a vacuum blood collection tube to draw blood from a patient for a laboratory test when she noticed that there was insufficient negative pressure in the blood collection tube, which did not draw a sufficient amount of blood, and there was also blood froth coming out of the cap opening. The nurse replaced the blood collection tube with another one and continued to draw blood without insufficient negative pressure. Report the situation to the nurse manager.

Manufacturer narrative:
The following fields have been updated with corrected information. B.5. Describe event or problem: it has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing low draw and blood pooling int eh stopper well during use. No patient impact was reported.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing low draw and blood pooling int eh stopper well during use. No patient impact was reported.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for evaluation. Bd was unable to duplicate or confirm the customer¿s indicated failure modes because the tubes has expired (30september2023). Expired tubes will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing low draw and blood pooling int eh stopper well during use. No patient impact was reported.